Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Article received entitled: "reverse shoulder replacement for patients with inflammatory arthritis," by steven j. Hattrup, md, et. Al, published in j hand surg 2012;37a:1888¿1894. The purpose of the author's study was to review retrospectively the outcomes of patients treated with reverse shoulder arthroplasty (rsa) for rheumatoid inflammatory arthritis. The study utilized four different rsa systems, of which the depuy delta iii was one. None of the 19 shoulders required revision surgery over the course of the study (minimum of 24 months follow-up). Two reported complications occurred that involved depuy rsas. The second patient, identified as patient 6, a (B)(6) year old female, had a postoperative ulnar neuropathy ultimately treated with a surgical anterior nerve transposition. There was no indication that products were revised.